Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm nc emerge® balloon catheter was selected for dilation. However, during introduction, it was noted that the shaft broke near the balloon material, outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.